Manufacturer narrative:
Batch review performed on 07 february 2019: lot 150448: (B)(4) items manufactured and released on 15 july 2015 . Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: versafitcup dm double mobility hc liner ø 54/28 reference 01.26.2854mhc (k092265): lot 153656: (B)(4) items manufactured and released on 01 october 2015. Expiration date: 2020-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: three years after primary cementless thr the patient complains of pain. The surgeon opens the joint and does some cleaning; in doing so, as per customary procedure, he replaced head and liner, but there is no hint that these components were malfunctioning. From the xray, the impression is of a negative reaction of the host bone, because the stem shows a demarcation line all around, which is compatible with an adverse reaction to foreign body. This is normally to be ascribed to an individual reaction and not to a defective device.

Event description:
The patient came in complaining of pain, after about 3 years from the primary, and the cause is unknown. The surgeon performed an I&d and revised the head and liner. The reason for the surgery was to explore what was causing the pain. The root cause of the pain was not discovered.